Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed folded and detached inside the luer hub of the concomitant microcatheter. Multiple kinks were found on the distal end of the proximal coil of the delivery wire. The stent component was retrieved and underwent microscopic inspection. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. Inspection of the delivery wire revealed dried saline residues and stretched conditions. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. In order to perform a functional test for the reported impeded issue, the detached state of the stent in the luer hub of the concomitant microcatheter suggests that the introducer of the enterprise system was not fully seated in the hub of the concomitant microcatheter, causing the stent to expand in the hub of the microcatheter causing the resistance and resulting in the stent component being unable to advance further, where push / pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the folded stent and the delivery wire damage. However, with the amount of information available this only remains speculative. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633177. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633177. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the posterior communicating segment of the internal carotid artery (ica), the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9633175) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31577265) and could not be further advanced. The physician retracted the stent and noted that the stent component was detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices. The second stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9633177) encountered the same issue with the second microcatheter, another 150cm x 5cm prowler select plus microcatheter (606s255x / 31577265). The stent was impeded in the proximal section of the microcatheter. The physician retracted the stent, and the stent component was already detached from the delivery wire. The physician replaced both devices and competed the procedure, which was reportedly prolonged by about 30 minutes. There was no report of any negative impact to the patient. On 07-sep-2025, additional information was received. The additional information confirmed that the procedure was a stent-assisted embolization of an aneurysm on the posterior communicating segment of the internal carotid artery (ica). For both stents, there was resistance when the stent was pushed into the microcatheter. Adequate continuous flush was maintained through both of the microcatheters. Information related to whether there were visible damages on the microcatheters could not be obtained. Information related to whether the stents had additional damages aside from the premature detachment could not be obtained. The third (replacement stent) was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The additional information confirmed there was no negative patient impact and regarding the reported 30-minute procedure extension, the physician did not consider the delay to be clinically significant.